Manufacturer narrative:
July 2018 bimonthly asr report exemption e2013025 the total number of events for product classification code otn is 7. Qty 1- align to trans-obturator urethral support system- halo qty 2- align to trans-obturator urethral support system- hook qty 1- align to trans-obturator urethral support system- halo & halo qty 3- align urethral support system h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
July 2018, bimonthly asr report.